Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power alarm, low battery alarm or blank display was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarms were noted. The insulin pump had minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported by the customer's mother that the insulin pump display screen was blank. Customer stated they are treating with manual injections and that they attempted to replace a new battery cap but that it did not resolve the problem. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated device display did return. Advised customer to monitor device. Customer's blood glucose level was 38 mg/dl at time of reporting. Nothing further reported.